Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a possible misidentification of staphylococcus warneri as staphylococcus epidermidis in association with the vitek® ms (ref 410895, serial (b(4)). Complaint trend analysis global customer service (gcs) performed a complaint trend analysis and did not identify this issue as a trend for the vitek ms. Fine tuning: the fine tuning status for the customer's instrument was good at the time of testing. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the identification. However, the suspected species (staphylococcus warneri or staphylococcus epidermidis) are present in all vitek ms knowledgebase (v3.0, v3.2 and v 3.3). Sample data analysis: according to data provided, the misidentification results were obtained from the spectra having a good number of peaks and score level. By reprocessing the customer data with vitek ms kb v3.2 there is not improvement. By reprocessing the customer data with saramis kb v4.17 (ruo), spectra which gave misidentification results as staphylococcus epidermidis led to staphylococcus epidermidis or nocardia spp. For all spectra of the both customer samples, there are presence of peaks near 7.5 kda and near 15 kda (double-charged peak). Based on this observation, we suspect the presence of hemoglobin peaks in these spectra. The hemoglobin peaks are prominent and prevent the expression of the other proteins, leading to very few number of peaks and consequently giving the misidentification or no identification. Based on all these findings (heterogeneous number of peaks and presence of hemoglobin peaks), a non-optimal sample preparation quality is suspected, probably linked to agar picking during the collection of the colonies on the plate (it could happen for strain with rough colony or for strain difficult to collect). It needs to be verified with the customer. Root cause: the likely cause for the customer's issue has been determined to be non optimal spot preparation (heterogeneous number of peaks and presence of hemoglobin peaks from the culture media plate). Conclusion: the likely cause for the customer's issue has been determined to be non optimal spot preparation (heterogeneous number of peaks and presence of hemoglobin peaks from the culture media plate). Global customer service (gcs) performed a complaint trend analysis and did not identify this issue as a trend for the vitek ms. Local customer service (lcs) has been requested to provide the customer with additional training materials to help improve spot preparation technique.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Description: a customer in the (B)(6) notified biomérieux of obtaining a possible misidentification of staphylococcus warneri as staphylococcus epidermidis in association with the vitek® ms (ref 410895, serial (B)(4)). The customer reported obtaining an identification of staphylococcus epidermidis multiple times for two different samples from the same patient. Alternative test methods were performed. Microdase disk testing was performed and obtained positive results, which are considered to be discrepant for a staphylococcus species. - the vitek® 2 gp test kit was used to analyze both samples ((B)(6)) obtaining a single choice identification of staphylococcus epidermidis and a low discrimination identification of staphylococcus epidermidis / kocuria varians, respectively. The isolates were also sent to an external laboratory for confirmation and the external laboratory obtained an identification of staphylococcus warneri with the bruker maldi-tof. The customer reported the identification of staphylococcus warneri to the treating physician. The customer also confirmed that there was no delay in treatment to the patient. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health.